Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient was not getting any stimulation and was having continuous intense pain. The patient stated that she has tried adjusting the stimulation but that did not help. The patient also alleged that it seemed like the implantable neurostimulator (ins) was not holding the charge and the battery was depleting quickly. Pain with recharging was also reported, but they also stated that they had pain when she was not charging, so it was concluded that the patient was not getting any therapy relief. There were no reports of falls or trauma. For troubleshooting, the patient was directed to use the patient programmer (pp) to check the ins setting to make sure the stimulation was on, but the ins battery was depleted. It was then recommended that the patient charge up the ins and then turn the stimulation back on to s ee if that helps with the pain. If the issue does not resolve, the patient was directed to follow-up with a healthcare professional (hcp) or manufacturer representative (rep) to check the device and for programming. There were no further complications reported or anticipated.